Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s button had lacks of response from buttons. Customer¿s blood glucose level was unknown. Customer reported that act and esc button took longer to respond. Customer declined 24 hour assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.